Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -8.00 into the patient's left eye (os) on (B)(6) 2024. The patient experienced an excessive vault. The lens was implanted, removed and replaced intraoperatively with the same model, shorter length and the problem was resolved.